Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal accessory for evaluation. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was losing pneumoperitoneum and discovered that a universal seal accessory had broken off from the tip connecting insufflation. The customer re-attached to another seal, and it happened again. Used a 3rd device and it worked. Seals were broken on two of these items with same lot number. The procedure was completed with no reported injury.